Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a dexcom g7 continuous glucose monitor (cgm) sensor failure overnight. A replacement sensor was inserted, but pairing failed, leading to a ¿dosing stopped¿ alarm and elevated blood glucose (bg) of 353 mg/dl. The cgm later reconnected, and the ilet resumed insulin dosing. At follow-up on (B)(6) 2025, the user¿s wife confirmed blood glucose (bg) had returned to range and the system was working normally. Blood glucose (bg) was corrected. No symptoms, outside assistance, or medical intervention were reported.